Event description:
It was reported that this left ventricular (lv) lead had exhibited infection. No additional adverse patient effects were reported. Currently, the lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).